Event description:
It was reported that there was a power surge during use of the 8800 system, and now there is no image on the monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure replaced the left monitor. The system was tested and found to be working as intended and placed back into service.